Event description:
The device was found in standby mode on (B)(6) 2015. Reportedly, the patient went through a radiotherapy treatment.

Manufacturer narrative:
Preliminary analysis confirmed the reported switch to standby mode. It was most probably due to a single event upset (seu). The device was properly reinitialized during the follow-up of july 17th 2015 and its normal functioning was restored.

Event description:
The device was found in standby mode on (B)(6) 2015. Reportedly, the patient went through a radiotherapy treatment.

Event description:
The device was found in standby mode on (B)(6) 2015. Reportedly, the patient went through a radiotherapy treatment.